Event description:
It was reported that at implant the device was programmed to 6 volts continuous for a year and half. The patient experienced decreased speech and eye apraxia. One month after the implant, the patient had a medication increase, an increase in off time, and an increase in violent tremor on both sides. The implantable pulse generator was pushing on her rib cage, causing great pain. A month later the patient had a complete return of symptoms. The patient confirmed that the device was on. The patient had increased the amplitude to the highest level. A computerized tomography scan was completed and it was reported that the leads were very deep. The batteries were depleted due to the high voltage. The patient went for a second opinion, had a magnetic resonance imaging, and was told that the device was not programmed. The implantable pulse generator was replaced. (B)(4). Please reference mfg report 3004209178-2008-00739.

Manufacturer narrative:
(B)(4).